Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the lock fallen off issue. A field service engineer checked and performed preventive maintenance to fix the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had lock on fridge fallen off. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.